Manufacturer narrative:
(B)(4). Medical product: catalog #: 110005090, toggleloc xl w/ziploop inline, lot # 266270 spain. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process; once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the loops of the toggleloc implant broke when tightening them. The product will not be returned as they had to break it with a wire cutter. The event caused a 10-15 minute delay in surgery. This time takes into account the breakage, extraction, and implementation of a new loop from another manufacturer. There was no additional surgery, no contributing condition, and the surgical technique was followed. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.